Manufacturer narrative:
During processing of this complaint, attempts were made to obtain weight but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient underwent a trial procedure, post-op programming patient experienced headaches and drainage. Physician decided to pull the trial leads due to a csf leak. Patient later was given a blood patch, patient¿s issue has been resolved.